Event description:
It was reported when the device was used in a colon reseciton, it fired an incomplete staple line. The case was completed by hand suturing the staple line. There was no patient consequence.